Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr xl; left hip; reason(s) for revision: high levels of chrome and cobalt in blood. Update ad 25 aug 2018 (B)(4) is reopened under (B)(4) due to receipt of claimsuite alerts receive. In addition to what was previously alleged, claimsuite alleges alval / soft tissue reaction. Soft tissue injury has been added as patient harm. The product details for the stem and sleeve has been updated. Doi: (B)(6) 2006; dor: (B)(6) 2015; left hip. Email notification from crawfords received. There is no new alleged information provided.